Event description:
A pump declared an altitude alarm, but it did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The issue, which had not been previously reported with the same pump, did not require the customer to replace the cartridge. Technical support provided tips to prevent future altitude alarms, which the caller understood, and insulin delivery was resumed using the original cartridge.